Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 35 cm type b thoracic aortic dissection. It was reported that the patient present to the ER with hypertension after using cocaine and a type 1 endoleak was seen. The next day a carotid-carotid bypass was performed and a proximal extension was placed. The issue reportedly resolved. Per the physician, the cause of type I endoleak was result of aortic expansion from prolonged hypertensive episode following use of cocaine. No additional clinical sequelae were reported and the patient is fine. Image review analysis: review of 2 CT¿s post-implant confirmed that a stent graft was positioned within the aortic arch; the full extent or details of the implanted device were not visible on the images. Contrast was seen outside the stent graft; however, the endoleak type and cause could not be determined from these images. The stent graft was patent and no other issues were seen.

Manufacturer narrative:
(B)(4).